Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The insulin pump had a small crack over the paradigm button. Customer's blood glucose level was 245 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was monitored with multiple basal rates, and the pump functioned properly. No blank display or display anomalies noted. All operating currents were normal. No unexpected low battery, off no power or battery or battery indicator anomaly noted. No damage inside the pump was noted. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, a cracked reservoir tube window, a cracked reservoir tube window corners and cracked battery tube threads.